Manufacturer narrative:
Device evaluation: the overall bending as well as the broken cutting electrode wire must have happened when the electrode got removed from the endoscope. The described shortcut and light bow indicated that the electrode got exposed to excessive force during application, resulting in bending towards the endoscope and creating a shortcut. Most probable root cause - user error by application of too much force. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, the electrode melted and welded to the optics. A piece of the electrode came loose. The operation had to be extended to retrieve the piece. It seems that during coagulation, the electrode and the optics came into contact, causing an electric arc. No negative impact in state of health reported.